Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3 failed, and the magnet was missing from the latch insep. A field service engineer replaced the latch component and reassembled the drawer prior to reinstalling the auxiliary chassis to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system auxiliary drawer 3 failed, preventing the user from removing medications for the patient. The customer stated that they removed the back panel and released the drawer manually. Cleared medication from in between cubies and machine was still recognizing the drawer as open and unable to recover this storage space. There were no adverse events or injuries reported based on this event.